Event description:
Patient was implanted with a medtronic hvad left ventricular assist device on (B)(6) 2018. During this hospitalization, patient sustained an hvad pump stop on (B)(6) 2018. Patient was alone in his hospital room at the time, and reported that he was changing power sources (from ac wall power to battery) in order to get up to use the restroom. Upon disconnecting wall power (and while still connected to a battery that seemed to be in good working order) he received a loud alarm and controller screen went blank (consistent with loss of power and subsequent pump stoppage). Patient connected to a battery to the side where the ac power was previously connected, alarm stopped and controller came back on. Log files were obtained and event was reported to medtronic. Engineer review of logs confirmed that patient did sustain a loss of power to the pump while connected to a battery that should have supplied power and kept the pump running. The battery gauge displayed full charge and was a brand new battery, issued to the patient less than 1 month prior. Battery in question was taken from patient and he was given a new replacement battery. Before sending the faulty battery back to medtronic, took video of the battery being tested. Attempted to use the faulty battery to power up a spare controller-battery would not power up patient's spare controller, nor a spare hospital controller. Videos sent to medtronic (B)(4) clinical specialist and faulty battery mailed to medtronic.